Event description:
Customer reached out letting us know she sought medical care for the removal of her cup. Saalt responded to the customer asking what date she sought medical care, if this was the first time using a cup, removal techniques used, how long the cup had been inserted before seeking medical attention, what media/medium was used to assist in education, anything the doctor/nurse may have responded with, the size and firmness cup she was using, original packaging and photo evidence. Customer responded explaining that the cup had been inserted for a few hours before attempting to remove it. She said she consulted saalt instructions, (B)(6) groups, (B)(6) videos before deciding to seek medical care to have her cup removed. She said she could not get 2 fingers in to pinch the base of the cup for removal. Customer also provided photos of the cup. Instructions for use (IFU) states to remove the cup: "consider removing your cup in the shower or while sitting on a toilet. Always pinch the grip rings at the base of the cup to break the seal (don't pull on the stem alone). Wiggle your cup back and forth while holding the grip rings and keep your cup upright as you pull it past your labia to avoid spilling." It also states that "the cup can move higher if a good seal isn't formed when first inserted, but it will not get lost in the vagina. Walk around and wait 30 minutes and try again, or use your pelvic muscles to bear down on the cup, pushing it lower. Squatting in the shower can also help. Once in reach, pinch the lower base of cup to break the seal, and then gently pull it out." The IFU further states that "uterine lining can sometimes get stuck inside the cup and block the suction holes making it difficult to remove the cup."